Manufacturer narrative:
Result: siderail panels.

Event description:
It was reported by service report that the outer right and left siderail panels were broken. It is unk if there was pt involvement or adverse consequences.